Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt has not charged as recommended. As a result, the ipg is depleted. The pt was referred to a physician for an ipg replacement procedure.